Manufacturer narrative:
Investigation results: the evaluation for the eight returned devices resulted in the same conclusion. There was continuity and the resistance measured and all the devices were within specifications. The termination covers were removed to inspect the idc terminations and found them all to be assembled correctly. The issues of the insufficient roll-off likely occurred due to the higher impedance of bone tissue. Per the intended use/indications for use of the directions for use, "the soloist single needle electrode is intended to be used in conjunction with the rf 3000 generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions." However the issue of the p01 error is not caused by this issue. As the device was within all specifications, the complaint was not confirmed.

Manufacturer narrative:
The complainant was unable to provide the upn or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of seven complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12280 addresses the leveen electrode, manufacturer report # 3005099803-2013-12279 addresses the second leveen electrode, manufacturer report# 3005099803-2013-12281 addresses the rf3000 radiofrequency generator, manufacturer report # 3005099803-2013-12705, manufacturer report #3005099803-2013-12706, manufacturer report #3005099803-2013-12707, and manufacturer report #3005099803-2013-12708 addresses four grounding pads. It was reported to boston scientific corporation on (B)(6) 2013 that two leveen electrodes, a rf3000 radiofrequency generator, and four grounding pads were used during a radiofrequency ablation (rfa) procedure. According to the complainant, a ¿p1 [error] for two rf procedures about a tumor mass of the iliac fossa with needles leveen 3 and 4.¿ the pads were replaced; however the error still was displayed on the generator. When they moved the positioning of the second needle, the error did not appear and the procedure was able to continue. However, with both needles the generator was unable to get over 130 watts. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of seven complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-12280 addresses the leveen electrode, manufacturer report # 3005099803-2013-12279 addresses the second leveen electrode, manufacturer report# 3005099803-2013-12281 addresses the rf3000 radiofrequency generator, manufacturer report # 3005099803-2013-12705, manufacturer report #3005099803-2013-12706, manufacturer report #3005099803-2013-12707, and manufacturer report #3005099803-2013-12708 addresses four grounding pads. It was reported to boston scientific corporation on (B)(6) 2013 that two leveen electrodes, a rf3000 radiofrequency generator, and four grounding pads were used during a radiofrequency ablation (rfa) procedure. According to the complainant, a ¿p1 [error] for two rf procedures about a tumor mass of the iliac fossa with needles leveen 3 and 4.¿ the pads were replaced; however the error still was displayed on the generator. When they moved the positioning of the second needle, the error did not appear and the procedure was able to continue. However, with both needles the generator was unable to get over 130 watts. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.